Event description:
The customer reported being in the emergency room due to high blood glucose of 929mg/dl. The customer stated that she was not feeling well, felt tired and nausea. The caller stated that she has not worn the sensors because she had bleeding last time she wore it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.